Event description:
It was reported to MFR that the vns pt experienced vomiting and nausea as a vns side effect, which led for the pt to have their device programmed off in (B) (6) 2002. The pt's device was programmed back on in (B) (6) 2002 as the pt started to experience a decrease in quality of life due to loss of therapy. It is unk if these interventions were taken to preclude a serious injury or for pt's comfort. It is unk if the pt had a medical history of the events pre-vns. Moreover, it is unk if any causal or contributory medication changes preceded the onset of the events or if the event occurs with stimulation. Good faith attempts to obtain add'l info have been unsuccessful to date.